Manufacturer narrative:
Details of complaint: the customer reported that the display on the central nurse's station (cns) failed. The customer also reported that they swapped the display, which resolved the issue. No harm or injury was reported. The device was monitoring a mixture of transmitters and bsm's at the time. Service requested / performed: troubleshooting. Investigation summary: the customer was able to resolve the issue by replacing the display monitor. The cns has been in service since 10/29/2017, and a review of the serial number identified no similar events. Based on the available information, a definitive root cause could not be identified. A possible cause of the issue is normal wear and tear of the display monitor.

Event description:
The customer reported that the display on the central nurse's station (cns) failed.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) display failed. The customer also reported that they swapped the display, which resolved the issue. No harm or injury was reported. The device was monitoring a mixture of transmitters and bsm's at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: multiple transmitters and bsm's were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) display failed.